Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates to be consumed, and experienced a low blood glucose (bg) level. Reportedly, the customer was using the pump to deliver bolus dosages for carbohydrates that had not been consumed due to being unable to remember that a bolus had been previously delivered. In addition, the customer reported having parkinson's disease, and due to the medical condition, the customer experienced difficulty with operating the pump, counting carbohydrates, and dosage. The customer went to the emergency room (ER) on (B)(6) 2018 for low bg, dehydration, and high blood pressure. Customer was treated with fluids. The customer left the ER approximately 6 hours later with the issue resolved, and a "stable" bg level.